Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: [missing records: records, including the operative report, pertaining to the implantation of the alleged gore device were not provided.] Product identification records for the alleged gore device were not provided. (B)(6) 2005: (B)(6) hospital. (B)(6), md. Operative report. Preoperative diagnosis: ventral hernia. Postoperative diagnosis: incarcerated ventral hernia with multiple defects totaling 7 cm x 25 cm. Operation: repair of incarcerated ventral hernia with implantation of 13 x 31 cm proceed mesh done laparoscopically. Estimated blood loss minimal. Anesthesia: general. Procedure and findings: ¿the patient was brought into the operating room and identified as the correct patient. The patient was placed in the supine position. General anesthesia was induce. Orogastric tube was inserted. Incision was made, after the abdomen was prepped and draped sterilely, in the left upper quadrant. Dissection was carried down to the subcutaneous tissues. Peritoneal cavity was entered. Trocar was then inserted and free air then insufflated to a pressure of 15 mmhg. This was a 5-mm port. A 5-mm 30-degree scope was then inserted which revealed no pathology related to the access. It was noted there was a rather large incarcerated hernia with incarcerated omentum in it. Remaining ports were inserted, one 5-mm port in the left lower quadrant, one 5-mm port in the right abdomen, and 12-mm port in the right upper quadrant. All of these were inserted after making a small incision and injecting local. This was done sterilely. Using combination of blunt dissection and sharp dissection, this omentum was reduced and dissected free from the hernia defect. It was noted there were actually three defects and they were measured for a distance of 7 cm wide totally by 25 cm in caudal dimension. Thus a piece of proceed mesh was selected 13 x 31 cm. This was cut to appropriate shape. It was marked in all its corners and midportions for future stay suture placement. The mesh was then inserted through the right upper quadrant port site without difficulty, placing in appropriate orientation. Then 10 sutures of gore-tex were used to tack this in place to the abdominal wall without difficulty. Two circular staples were then used for a total of approximately 60 circular staples to tack the mesh in. The fascia of the right upper quadrant port site was closed with gore-tex suture with endo-close needle technique. The patient tolerated the procedure well. The repair looked very good. Photographs were taken at the end. Pneumoperitoneum was introduced. Skin was closed with skin clips. The patient was awakened from anesthesia. Band-aids were applied. She tolerated the procedure well.¿ (B)(6) 2009: (B)(6), md. Office notes. New patient evaluation; complex recurrent ventral hernia. Initially underwent a laparoscopic cholecystectomy in 2005. During this procedure, the contents of the gallbladder were disseminated within the abdomen and gallstones settled in the pelvic region creating a local abscess. Returned to the operating room for an exploratory laparotomy; appendectomy and hysterectomy were performed and abscess was managed. Diagnosed with hepatic mass; workup demonstrated hemangioma. Reports repair of a rectocele. Following her multiple abdominal operations, she developed both an umbilical and a ventral hernia. Several attempts have been made both endoscopic and open to repair the hernias utilizing a combination of underlay and onlay mesh. Despite this, continues to experience abdominal pain which is limiting her ability to ambulate. CT scan of the abdomen demonstrated recurrent ventral hernia with the viscera herniating around the previously placed mesh. Evaluated by dr. (B)(6) and due to the size, complexity and recurrent nature of this defect, he is requesting we take a multidisciplinary team approach to this. Past surgical history: two previous hernia repairs utilizing alloplastic mesh. Nonsmoker, does not drink alcohol. Obese, moderate-sized pannus. Area of weakness and eventration involving the anterior abdominal wall measuring 22 cm x 15 cm. Difficult to palpate a fascial defect due to adiposity. Mildly tender to deep palpation without signs of peritonitis. Have had an extensive discussion regarding reconstruction of her complex multiply recurrent ventral hernia. Would require an exploratory laparotomy, likely extensive lysis of adhesions, some or all of the previously placed alloplastic material may need to be removed. Plan to partially close this defect using the component separation technique, augmentation with underlay material such as strattice, an onlay material may also be utilized. Risks discussed; questions answered; she desires to go forward with surgery. (B)(6) 2009: [missing records: records for the CT scan of the abdomen showing ¿recurrent ventral hernia with viscera herniating around previously placed mesh¿ were not provided.] (B)(6) 2009: (B)(6). (B)(6), md. Operative report. Preoperative diagnosis: 1. Multiply recurrent ventral hernia. 2. Diastasis recti, epigastric region of the anterior abdominal wall. Postoperative diagnosis: 1. Multiply recurrent ventral hernia. 2. Diastasis recti, epigastric region of the anterior abdominal wall. 3. Complex wound, anterior abdominal wall after exploratory laparotomy, lysis of adhesions, and removal of prosthetic hernia mesh. Procedures: 1. Reconstruction of acquired defect, anterior abdominal wall with right-sided musculofascial advancement flap (separation of components). 2. Reconstruction of acquired complex anterior abdominal wall defect with left-sided musculofascial advancement flap (components separation). 3. Suture repair of diastasis recti, epigastric and suprapubic regions of the abdomen. 4. Repair of acquired defect, right external oblique fascia with strattice dermal matrix (15 x 5 cm). 5. Repair of acquired defect, left external oblique fascia with strattice dermal matrix (24 x 7 cm). 6. Elevation of broad-based skin and subcutaneous tissue flap, right upper and lower quadrants of the abdomen. 7. Elevation of broad-based skin and subcutaneous tissue flap, left upper and lower quadrants of the abdomen. 8. Complex multilayered closure of abdominal access incision, 26 cm in length. Complications: none. Specimens: swabs of a fatty necrotic tissue were sent for culture and the hernia sac was sent for permanent pathologic evaluation. Drains: four 19-french closed-suction blake drains. Assistant: (B)(6). Second assistant: dr. (B)(6). Anesthesia: general. Estimated blood loss for the procedure: 150 ml. Fluids during the case: 3 l of crystalloid. Urine output: 150 ml. Indications for the procedure: this patient is a 52-year-old female with a history of a multiply recurring ventral hernia. At this time, she is experiencing significant abdominal pain, but no signs of obstipation or infarction. A recent CT scan of the abdomen demonstrates separation of a previous onlay hernia mesh repair from the left rectus muscle with a transposition of the small bowel into the subcutaneous plane. We will plan to return her to the operating room today in conjunction with dr. Richard caplan of the general surgical service for an exploratory laparotomy and lysis of adhesions, removal of the prosthetic mesh, and reconstruction of the anterior abdominal wall defect. Our goal is to achieve complete musculofascial closure of the anterior abdominal wall with placement of a supportive underlay material. The risks and benefits of the procedure have been discussed with the patient in detail. The risks include, but are not limited to bleeding or hematoma formation, infection, wound healing problems, damage to local nerves and blood vessels, damage to the bowel, bladder, and solid organs with potential fistula formation, recurrence of the hernia, and need for further surgery. Her questions have been answered to her satisfaction. She has demonstrated understanding and desires to go forward with surgery. Description of procedure: ¿the patient was taken to the operating room and placed supine on the operating table. Following induction of general endotracheal anesthesia, a foley catheter was inserted and sequential compression devices were applied to the lower extremities. After achieving good intravenous access, the abdomen was prepped and draped in the standard sterile fashion. The procedure was initiated by performing an exploratory laparotomy. The initial access incision was created in the supraumbilical area in a region that had not undergone previous surgery. A small umbilical hernia was identified at that time and the decision was made to release the umbilical stalk from the anterior abdominal wall. At this juncture, the dissection was carried inferiorly and the small bowel was identified in a well-pseudobursalized hernia sac residing in the pannus of the patient's lower anterior abdominal wall. At that juncture, the prosthetic hernia material was also identified and found to be separated from the leading edge of the right rectus abdominis muscle. At this juncture, dr. (B)(6) of the general surgical service performed an exploratory laparotomy with lysis of adhesions. Adhesions between the omentum and surrounding anterior abdominal wall were released. Additionally, the hernia sac was resected and the prosthetic mesh, which was not incorporated, was retrieved. A small region of necrotic fat was encountered during the access incision, which may have corresponded to previous gallstone left in the subcutaneous position. This was swabbed and sent for culture. After performing the exploratory laparotomy, the edges of the right and left rectus abdominis muscles and associated fascia were sharply debrided until healthy tissue was encountered. On further examination in the epigastric region of the abdomen, the patient demonstrated a significant diastasis recti measuring approximately 8 cm in width. At this point, the decision was made to plicate the diastasis recti in an effort to bring the functioning rectus abdominis musculature to the midline. This was achieved with #1 pds in an interrupted figure-of-eight fashion. Attention was then focused on the suprapubic area where again the wide diastasis was approximated with #1 pds suture in an interrupted figure-of-eight fashion. At this juncture, attention was focused on achieving musculofascial continuity of the anterior abdominal wall. Relaxing incisions were then created approximately 2-1/2 cm lateral to the linea semllunaris on the right side releasing the external oblique fascia. This allowed the rectus abdominis muscle in continuity with the underlying internal oblique and transversus abdominis muscles to mobilize as a musculofascial unit. A 7 cm of advancement was achieved with the separation of components on the right side. The maneuver was then repeated on the left side where 5 cm of advancement was achieved. This created adequate laxity for the rectus musculature to be reapproximated in the midline. At this juncture, dr. Richard caplan placed a large sheet of the strattice as a supportive underlay in an effort to buttress the ventral musculofascial repair of the anterior abdominal wall. For complete description of this portion of the procedure, please see his independent dictation. After insetting the strattice, dermal scaffold of the rectus muscles were advanced to the midline and #1 prolene sutures were utilized in an interrupted figure-of-eight fashion to achieve a sturdy musculofascial repair. In an effort to maximize the fascial integrity of the anterior abdominal wall, two segments of strattice were trimmed to fit the defects in the external oblique fascia created by the separation of components. They were inset with interrupted #1pds suture. Additionally, it should be mentioned that in an effort to create the separation of components and achieve a broad underlay strattice hernia repair that extensive skin and subcutaneous tissue flaps were mobilized in both the upper and lower quadrants of the right and left sides of the abdomen. At this point, attention was focused on closure of the wounds. A 2-0 pds was utilized to quilt the skin and subcutaneous tissue flaps down to the strattice material, external oblique fascia, and anterior rectus sheath in an effort to obliterate potential dead space and potentially minimize the possibility of postop seroma formation. At this juncture, the midline incision was closed in multiple layers with absorbable monofilament suture after excision of the previous abdominal scar. The skin was then brought into refined apposition with 3-0 nylon. On completion of the closure, the skin flaps appeared well perfused and there is no sign of active hemorrhage. Incision was covered with adaptic and bacitracin ointment followed by sterile bandage. The patient tolerated the procedure without difficulties. She was extubated in the operating room and taken to the surgical intensive care unit for overnight monitoring.¿ (B)(6) 2009: [missing records: a pathology report detailing analysis of the device removed and a culture report detailing analysis of the specimens collected during the 04/08/09 procedure were not provided.] (B)(6) 2009: [missing records: records for a CT scan showing ¿separation of a previous onlay hernia mesh repair¿ were not provided.] (B)(6) 2009: (B)(6), md. Office notes. Follow-up visit. Incisions are healing well, two residual blake drains removed. Follow up in two weeks for suture removal. (B)(6) 2009: (B)(6), md. Office notes. Follow-up visit. Abdomen soft, nontender, no palpable fascial defects. The sutures were removed. A small eschar in the region of umbilicus; excised with scissors, healthy bleeding dermis below it. Apply non adhesive bandage to area once a day. Some maceration below her pannus; apply lotrimin cream to this area twice a day for next 10 days. Avoid any lifting greater than 3 pounds for the next four months. Follow up with her in two months. (B)(6) 2009: (B)(6), md. Office notes. Follow-up visit. Not having any further symptoms of bowel obstruction. Significantly diminished abdominal discomfort and on physical examination, there is no evidence of hernia recurrence. There is no mention of gore device removal in the records. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g07002: appropriate term not available for false claim. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation we confirmed the device was not a gore device. No further investigation is required at this time. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as false claim and ¿withdrawn." Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. The alleged unknown mesh is being captured as gore-tex® soft tissue patch for product surveillance purposes. It should be noted that the gore-tex® soft tissue patch instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2005 whereby a "alleged gore device" was implanted. The complaint alleges that on (B)(6) 2009, an additional procedure occurred whereby the "alleged gore device" was explanted. It was reported the patient alleges the following injuries: removal of mesh requiring additional surgery. Additional event specific information was not provided.